Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See also MFR report number 3004209178-2010-82579.

Event description:
The customer's mother called for assistance with the installation of carelink. The mother also stated that the customer was hospitalized for low blood glucose levels. Nothing further was reported.